Event description:
It was reported that charging cable and wall adapter were damaged, although charging supplies were still functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised that damaged charging supplies would be replaced by technical support.